Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a mildly tortuous and heavily calcified lesion in the left anterior descending artery. A 2.75x12mm trek rx balloon dilatation catheter (bdc) was prepared per the instructions for use. The bdc was advanced; however, resistance with the anatomy was felt. Once at the target lesion, the balloon ruptured at nominal pressure during first inflation. The procedure was successfully completed with an unspecified device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.